Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was observed to be not functioning. The device's lcd screen and front panel/keypad led board were replaced to address the issue. A failure of the device to charge its internal battery was observed. The device's internal battery and detachable battery connector were replaced to address the issue.